Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of rrt, (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) faster than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.